Event description:
T was reported that during the patient's implant using a heartmate3 (hm3) mini cuff, the cardiothoracic surgeon (cts) had difficulty engaging/locking the hm3 pump in the apical cuff. They could not get the cuff lock to fully engage and the yellow indicator was visible with each attempt. Utilizing the hm3 unlock tool correctly, they made at least 10 attempts to engage the pump and the unlock tool to open the pump lock each time. The area around the mini cuff was evaluated for any type of suture or tissue interference, of which there was none identified. It was suggested that the cts try to engage the pump on the standard apical cuff to determine if the pump lock was working properly. When the pump was engaged in the standard apical cuff, the cuff lock engaged easily and securely. The unlock tool was used to disengage the pump from the standard apical cuff. Again, the cts attempted to engage the pump but upon unlocking the cuff, they stated that they believed the cuff lock had broken and requested that a new pump be opened and primed for the implant. This was completed by the fellow as per the instructions for use. The new hm3 pump was again attempted to be engaged in the cuff, which was successful after the 2nd attempt. The unlock tool was used again but only once.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d9: corrected. Section d4: catalog number and primary UDI corrected. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed damage to the cuff lock that would have contributed to the pump being unable to fully lock. The specific cause for the damage to the cuff lock could not conclusively determine through this evaluation. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft was not secured to the pump cover and was severed approximately 5¿. The bend relief material was not returned. An unused apical cuff was returned with the pump. The modular cable was not returned. Prior to disassembly, visual examination noted that the locking arm of the cuff lock was bent upwards and outwards. After cleaning, visual inspection of the cuff lock under a microscope noted scratch marks on the handle consistent with the use of a tool. The bent latch arm showed deep scratches or tool marks on the side adjacent to the handle. Additional, smaller scratches were observed on the top and bottom of the latch area with the locking pin. The locking pin also appeared scraped, which appeared consistent with the reported difficulty opening the lock. The main body of the lock also show marks consistent with the latch arm being pressed into it as it deformed. Examination of the cuff lock cover plate noted some impressions along the edge of the slot for the locking pin that appeared consistent with use. The examination did not identify an issue that would have contributed to the reported difficulty opening the lock. The cuff lock was overlaid on a 1:1 scale drawing that confirmed that the latch arm and the left arm was deformed. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly (document: (B)(4)). The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The pump was reassembled, and engagement testing was performed using a test apical cuff. This testing revealed that the bent latch arm did not allow the cuff lock to be fully engaged. This made it possible to disengage the cuff lock by hand, without any assistance from the unlock tool. This also allowed for the cuff lock to be positioned so the anti-rotation features did not meet, resulting in the apical cuff rotating more easily within the lock. The remainder of the device appeared unremarkable. Examination of the blood-contacting surfaces found no depositions or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (rev. A). The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. Heartmate 3 lvas IFU rev. C provides instructions on all surgical procedures, including inserting the pump in the ventricle. This section states that if the orientation of the pump requires adjustment, use a sterile surgical tool to unlatch the slide lock, if necessary. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.